Event description:
It was reported that after the left extension was replaced there were impedance values between 884 and 8477 ohms. It was noted that there was high impedance. The healthcare professional (hcp) believed the lead may need to be revised as a next course of action. The patient would be reprogrammed to determine efficacy. Additional information received reported that reprogramming provided adequate efficacy. There were no further diagnostics or actions taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0511362v, implanted: (B)(6) 2005, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v095377, implanted: (B)(6) 2008, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), product type: extension. (B)(4).